Event description:
The customer contact indicated the patient received more medication than intended as a result of a possible pump malfunction or an operator error in programming the pump. The pump was programmed to deliver an unspecified concentration of cosmofer, in the multi-step mode, and delivery was started. No specific programming parameters were provided. After an unspecified length of time during step 5 of the multi-step program, it was noted that the device was reportedly delivering at a rate that was double the intended rate. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.